Event description:
It was reported that an occlusion alarm occurred. Customer changed soft cannula infusion set, cartridge, and resumed insulin. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer¿s blood glucose level was 380 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy.